Manufacturer narrative:
Main component of the system and other applicable components are: product ID 8709 serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient was having a t-spine magnetic resonance imaging (MRI) to rule out a granuloma. The patient had muscle spasms. The event date was unknown. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider regarding a patient hydromorphone 40mg/ml at 17mg/day (the pump logs showed the simple continuous dose was 10.009mg/day and a daily dose with patient activated infusion of 18.613mg/day) and bupivacaine 5mg/ml at 1.2512mg/day simple continuous and daily dose with patient activated infusion of 2.3266mg/day via an implanted pump. It was unknown what other medications the patient was taking at the time of event. The patient's past medical history includes, chronic pain syndrome, chronic pain, low back pain, and history of lumbar spine surgery. The patient's allergies included "acetylcarnitine." The results of the MRI remains unknown. The patient has an appointment scheduled for (B)(6) 2016 to discuss it. The hcp prescribed oral "hmp." The patient was given a 5 day supply due to increased pain. The patient did not report spasms at their appointment but did report pain. The cause of the muscle spasms were unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.